Manufacturer narrative:
As these devices are not manufactured by tandem a device evaluation will not be performed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the usb cable was damaged and unable to charge the pump. There was no reported adverse impact to customer's blood glucose level. Reportedly, an alternate cable was used to address the issue.